Manufacturer narrative:
The device was returned with the catheter severed. Visual inspection found no abnormalities with the device. Based on our analysis of the clinical information provided, we feel the cause of the reported hemolysis caused or contributed to by the patient's condition as the patient had previously undergone a bentall procedure.

Manufacturer narrative:
The impella 5.5 was received and an investigation is underway. A supplemental MDR will be filed upon completion of our analysis.

Event description:
The complainant reported a (B)(6) male patient suspected of enduring hemolysis during use of the device. As a result, the pump was removed. The patient was ultimately placed on an intra-aortic balloon pump for further support.